Manufacturer narrative:
The reported defect was confirmed. The returned gold probe device failed an electrical test. An x-ray performed on the device showed an open circuit; one of the copper wires at the body connector was fractured in two parts. Dissection of the body connector confirmed the x-ray observation. Based on all gathered information, the root cause is considered a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the probe was not cauterizing at all during the procedure. They tried the gold probe on another generator and had the same problem. They got another gold probe. It worked fine on the original generator, and they completed the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure.according to the complainant, the probe was not cauterizing at all during the procedure. They tried the gold probe on another generator and had the same problem. They got another gold probe. It worked fine on the original generator, and they completed the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.